Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the pumping segment of an IV tubing during an infusion of d10 normal saline with 40 meq of potassium chloride. There is no report of patient or provider harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leaking pump segment was confirmed. Functional testing was performed. No fluid leak was observed during priming or gravity infusion. During a pump infusion leaking was noted on the outside of the tubing beneath the pump. Examination of the tubing under magnification revealed a jagged tear in the silicone segment, just below its attachment to the upper fitment. It appeared as though the segment had torn rather than been cut or sliced. Examination of the upper fitment showed no crush marks. The root cause of the leak was a tear across the top end of the pump segment. The cause of the tear is unknown.